Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient's cardiac defibrillator did not deliver therapy during the oversensing. On (B)(6) 2017 programming changes were made by the nurse to address the oversensing and there have been no alerts since. The patient was stable before, during, and after the programming.

Manufacturer narrative:
Correction: this supplemental report is to correct previously reported section -occupation. Prior information should be superseded by sections in this additional report. Correction: this supplemental report is to correct previously reported section -"company representative". Prior information should in the initial MDR section - "company representative" should be redacted.